Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. Additionally, damage to the active electrode likely caused by minute device mobility was found during investigation. The problems given in the patient report match the investigation findings.

Event description:
The implant stopped working. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant stopped working.